Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of eighty-one devices. Visual and tactile inspection of the returned products noted that there were no abnormalities that would have caused or contributed to the reported condition. A tensile test was performed on the sealed samples and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a coronary artery bypass graft when creating an anastomosis, it was reported that the particular batch of suture is breaking several times. Another device was used to resolve the issue. There was no patient injury.